Manufacturer narrative:
Evaluation summary: the da(2.7) was returned and upon evaluation the drill was fractured just after the start of the flutes on the drill. If the drill were to bind, for example due to excessive speed, there is potential for the drill based on the binding to break. The point where the fracture occurred is at the point of reduction in the cross section of the drill. The point of reduction in the cross section of the drill shaft is the point of concentration of stress forces. Therefore it is not believed that there was a flaw in the material causing the drill to break. Co believes that this event occurred due to excessive force on the drill because the drill bound in the skull or due to excessive lateral force pressure placed on the drill. In addition there are visible, consistent serration on the edge of the flute near the tip of the drill. A weakening of the drill in the flute area would contribute to a fracture if the drill were to bind up during use.

Event description:
During a stereotactic biopsy procedure, the drill assembly was being used with a hand drill. The drill bit broke approximately one inch from the tip. The physician had to make a larger incision to retrieve the tip which was lodged in the scalp in soft tissue.